Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was difficult to remove from the pump. Reportedly, the customer was able to load a new cartridge and resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.